Event description:
The customer reported that at the start of a subtraction, the case was supper-imposing on another case for the first part of the run. He said that they stopped the run, checked the settings, then continued with the case with no further problems.

Manufacturer narrative:
(B) (4). The system was repaired, found to be operating as intended, and released to the customer for use.